Manufacturer narrative:
The implant date was estimated as 1 feb 2022; information was reported that the valve was implanted in (B)(6) 2022 on an unknown date. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2019, a 19mm trifecta gt valve was successfully implanted during an aortic valve replacement. There was mild aortic regurgitation observed on the device, which was confirmed by echo aortography. No thrombus was observed on the device. A transcatheter aortic valve implantation, or valve-in-valve procedure, was scheduled for (B)(6) 2022. The patient was reported as stable.

Manufacturer narrative:
An event of mild aortic regurgitation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record could not be reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications since no lot or serial number was provided. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that the regurgitation was confirmed to be observed in october 2022. The valve-in-valve procedure proceeded on (B)(6) 2022 and was successful in implanting a 23mm non-abbott transcatheter valve.